Event description:
Per the clinic, the patient experienced an electrode extrusion (date not reported) and the device was explanted on (B)(6), 2022. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on october 13, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on february 13, 2023.